Event description:
Under real-time ultrasound guidance, three passes were made with an 18-gauge biopince core biopsy needle, 1cm throw. One core specimen was obtained, and two sequential needle failures occurred. Four passes were then made with an 18-gauge corvocet core biopsy needle 1.5cm throw and one pass was made with a 1.7cm throw. Five intact core specimens were obtained.